Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in portugal it was reported that, the patient encountered symptoms like rash, bruises and swelling at the insertion site. The insertion site was abdomen. Patient was treated via antibiotics. No further information available.